Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, case cracked at the reservoir tube window corner, cracked reservoir tube window, and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during an infusion set change. The caller did not provide the blood glucose reading. The customer advised that she was able to resolve the issue with an infusion set change. Nothing further reported.